Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the dental implant failed because during a laboratory test, the patient indicated pain when the prosthetic work or the healing abutment was being screwed on. The doctor reported that on the x-rays he could not see anything. The doctor reported reabsorbed vestibular table. The doctor confirmed that the procedure was concluded with another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one (1) osseotite® tapered certain® implant 3.25 x 11.5mm (int3211) was returned for investigation. Visual evaluation of the as returned product identified the implant matched prints when measured using caliper. No malfunction was noticed during product evaluation that will contribute to the event. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (2020010307). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2020010307) for similar events (complaint category keywords: fracture: medical: pain) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No further event information is available at the time of the report.